Event description:
Additional information received from the manufacturer's representative (rep) reported the rep assisted with the surgery for this case. The cause of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that all impedances on electrodes 8-15 were >1000. The representative stated that the patient does not use those electrodes in programming and so did not notice a change in programming or any issues with the leads. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.